Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology were not reported. The patient presented for a routine follow up and the CT revealed that the stent graft had migrated with a proximal type I endoleak present. It was reported that the aneurysm was 6.3 cm in diameter. There was disease progression with aortic neck dilatation. The diameter of the neck at the renal arteries was 24 mm and within 10 mm the aortic neck diameter was 28 mm. The decision was made to implant two 32 mm diameter endurant aortic cuffs and the migration and proximal type I endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).